Manufacturer narrative:
Initial.

Event description:
It was reported that the user contacted support for an occlusion alert and hyperglycemia reported at 188 mg/dl management concerns and indicated using meal announcements as corrections instead of standard correction methods, which represents an improper method and a user interface¿related usage issue. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions and improper or incorrect method, with relevance to the device¿s user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.